Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device replacement procedure, the physician had difficulty advancing the leads towards the end of the connector. The devices screws were noted to be -progressed- making it difficult to advance the pins of the lead. The physician elected to no longer use the device and replace it. No patient symptoms were reported.